Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "vent inop, motor fault, low pip ,low ve, xdcr fault" alarms continuously. The customer reported that there was no patient involvement.